Event description:
It was reported that the customer's insulin pump alarmed no delivery. She changed out the set and her blood glucose was 21.3 mmol/l. The insulin pump alarmed again with no delivery after the tubing had been replaced. Customer stated that the alarm did not occur during manual prime and troubleshooting could not be performed to determine the cause of the issue. The reservoir may have been occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.